Event description:
It was reported that the patient presented to the hospital for a pacemaker system removal. During the procedure, it was noted that the medtronic right ventricular (rv) lead exhibited significant corrosion. The setscrew was unable to be removed due to the corrosion. The lead was then cut and capped. There was no complications with the procedure. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Ref reports: mw5164510 and mw5164512.